Event description:
It was reported that hardware was successfully implanted on (B)(6) 2018. Approximately 6 months post-op, patient reported feeling "uncomfortable and had pain". Surgeon did an MRI which showed no hardware issues and that the patient had fused. Patient and surgeon decided to remove the hardware. A revision surgery took place on (B)(6) 2018 to remove the hardware. During the removal, a driver broke off into the head of the screw. Surgeon was able to successfully remove the plate and screw with no pieces remaining in the patient. No further details are known at this time.